Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer to date for physical evaluation and a physical investigation was not performed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported fluid leak was not able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported that during a patient¿s hemodialysis (hd) treatment the blood pump tubing was cut by the blood pump rotor. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves (around the pins) were loose and slipping off and causing pinching and tearing on the blood pump tubing. The bmt stated they were able to manually pull the sleeves off of the rotor sleeves. The bmt had already replaced the blood pump rotor prior to the call and the machine was placed back in service. The rotor was not the original to the machine (blood pump had previously been replaced on this device). The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported that during a patient¿s hemodialysis (hd) treatment the blood pump tubing was cut by the blood pump rotor. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves (around the pins) were loose and slipping off and causing pinching and tearing on the blood pump tubing. The bmt stated they were able to manually pull the sleeves off of the rotor sleeves. The bmt had already replaced the blood pump rotor prior to the call and the machine was placed back in service. The rotor was not the original to the machine (blood pump had previously been replaced on this device). The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: h6 investigation findings:, h6 investigation conclusions; h10 plant investigation plant investigation: the product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported fluid leak was able to be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that during a patient¿s hemodialysis (hd) treatment the blood pump tubing was cut by the blood pump rotor. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves (around the pins) were loose and slipping off and causing pinching and tearing on the blood pump tubing. The bmt stated they were able to manually pull the sleeves off of the rotor sleeves. The bmt had already replaced the blood pump rotor prior to the call and the machine was placed back in service. The rotor was not the original to the machine (blood pump had previously been replaced on this device). The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.